Event description:
It was reported that within six to seven weeks post right ventricular (rv) lead revision, with the addition of a tyrx, the patient developed an infection. The patient¿s family member stated that ¿the thought with the physician yesterday was is it possible she's allergic to something in the pacemaker." The patient experienced hives on their head, left-sided bruising, and ¿has fluid collection and deep tissue surrounding it.¿ the patient received about "29 bags of lincomycin." The rv lead, implantable pulse generator (ipg), and tyrx all remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID cmrm6133 envelope, implanted: (B)(6) 2024 explanted: product ID w1sr01, serial# (B)(6), implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient rep that ¿the pockets dismantling, the generator falls out,¿ and ¿falls down super low,¿ and ¿inflammation is off the charts.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced an allergic reaction to the implanted device and the patient experienced pocket pain, recurrent hives, as well as recurrent fever.